Manufacturer narrative:
Sensor 3mh00hkz1q4 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly. Observed cracked sensor neck upon visual inspection of the plug assembly. Sensor was reprogrammed and simvivo test performed. All results were within specification. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced symptoms of "shaky, sweaty, experience blurred vision and confused". As a result, customer received treatment of juice, sugar, or food provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.